Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl). Customer consumed juice and bg levels stabilized to 140 (mg/dl). During troubleshooting with tandem technical support, the pump was noted to have an inaccurate date and time displayed. Also, customer reported using humulin insulin with their cartridge. The customer was reminded that cartridge is indicated for humalog and novolog only and the pump date and time was corrected.